Event description:
It was reported that the patient was experiencing tremors, loss of balance, and gait issues since implant. The patient had had a post-operation visit with the doctor the day prior to this report and it was noted the spinal cord stimulator (scs) had not been turned on since implant. The symptoms were mentioned. The patient began walking with a cane and walker. The doctor prescribed further diagnostics (CT and MRI) of the head. The lead was implanted in the thoracic spine. The problem was stated to have begun post-operation on the day of implant. It was thought to be related to the valium medication the patient was given post-operation. Additional information received reported that the patient¿s implantable neurostimulator (ins) implant went very wrong. The lead was stated to have been placed in her back wrong and it hit her spinal cord. She was falling constantly so it had to be taken out. The falls happened in 2015 (B)(6) after the surgery and the device was removed 2015 (B)(6). No additional information was known from follow-up with the manufacturer representative. Additional follow-up was performed with the doctor to determine if any troubleshooting had occurred, if a cause had been determined, if it was device related, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).